Event description:
It was reported that the patient had a lead revision on 2015-(B)(6) and had no battery replacement. It was later reported that the patient was doing fine. The cause for the lead revision was that the patient fell and caused damage to the lead. This was not device related as they were doing very well with the therapy prior to the fall.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v863548, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).